Event description:
It was reported to philips that the device¿s synchronization mode is not working. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report was discovered to be a duplicate of previously submitted MDR number 1218950-2020-00111. Device investigation is completed; please see updated codes in this report.